Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had activated a pod their personal diabetes manager (pdm) would not communicate with the pod. It was reported while the patient was awaiting their pdm replacement they were having problems getting their blood glucose levels regulated. The patient was not wearing a pod when the ambulance took the patient to the hospital. No further information has been provided as to this event.